Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and analysis of the device memory indicated a r-wave amplitude measurement issue. Beginning (B)(6) 2016 r wave amplitude dropped to 5.6 mv. No undersensing or oversensing observed in s2d egms. Beginning (B)(6) 2016, max rv pacing impedance rose to 34018 ohms up from a trend in the 492-557 ohm range; 1550332 open circuit counts with 3743 successful paces.

Event description:
It was reported that there was high impedance, pacing threshold could not be measured, oversensing, possible fracture, undersensing and sensing sensitivity could not be measured. It was noted there was undefined impedance in both unipolar and bipolar setting. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.